Manufacturer narrative:
It was not possible to match this event or the reported analysis with a previously reported event.

Event description:
Literature: gill, chandler e., laura a. Allen, peter e. Konrad, thomas l. Davis, mark j. Bliton, stuart g. Finder, michael g. Tramontana, c. Chris kao, michael s. Remple, courtney h. Bradenham, and p. David charles. "Deep brain stimulation for early-stage parkinson's disease: an illustrative case." Neuromodulation: technology at the neural interface 14.6 (2011): 515-22. Print. Summary: the author presents an illustrative case study describing a (B)(6) man with a two-year history of parkinson's disease (pd) who received early-stage dbs treatment. This patient who was randomized to dbs + odt group was followed for a period of two years. The clinical outcome of early dbs treatment in tandum with antiparkinsonian medication is described extensively in this particular study. Reported event: the subject experienced one device-related adverse event. Eighteen months after implantation the pulse generator began to turn off unexpectedly, at which time the subject would experience worsening of pd symptoms. The generator was replaced and post-explant analysis by the device maker revealed failure of an electrical connection within the pulse generator. Further information is being requested. A follow-up report will be sent if additional information is received.

Event description:
Additional information received indicates this MFR report is a duplicate. All available information, including device analysis resu lts, has been previously reported. Please refer to MFR report# 3004209178200808001.